Event description:
It was reported to philips that, during repair of a loaner device, an etco2 leak error message was displayed. There was no patient involvement.

Event description:
It was reported to philips that, during repair of a loaner device, an etco2 leak error message was displayed. There was no patient involvement.